Event description:
Allergan aesthetics received a report of a patient treated abdomen on (B)(6) 2025 using the cooltone applicator and presented with blanching/redness immediately after treatment and then the patient presented with blister. Practice believes 2nd-3rd degree burn. Later provider reported overheating applicator and "applicator is warped, cracked, and bulging out". Applicator was replaced. Device remains at the user facility.

Manufacturer narrative:
Corrected information: a6 - race. Correction to h11 from prior submission, the cooltone user manual states maximum surface temperature of the applicator is 43°c. If the maximum temperature is reached allow the system to cool down. Place the applicators as defined in the chapter about applicator placement. During treatment the applicator will warm up, this is normal, if the patient experiences any discomfort due to excessive heat from the applicator (>43°c) then discontinue treatment. If the patient experiences any symptoms, the operator must stop treatment immediately and contact the appropriate physician.

Manufacturer narrative:
Corrected information: d6a - implant date.

Event description:
Allergan aesthetics received a report of a patient treated abdomen on (B)(6) 2025 using the cooltone applicator and presented with blanching/redness immediately after treatment and then the patient presented with blister. Practice believes 2nd-3rd degree burn. Later provider reported overheating applicator and "applicator is warped, cracked, and bulging out". Applicator was replaced. Device remains at the user facility.

Event description:
Allergan aesthetics received a report of a patient treated abdomen on (B)(6) 2025 using the cooltone applicator and presented with blanching/redness immediately after treatment and then the patient presented with blister. Practice believes 2nd-3rd degree burn. Later provider reported overheating applicator and "applicator is warped, cracked, and bulging out". Applicator was replaced. Device remains at the user facility.

Manufacturer narrative:
The cooltone user manual, under warnings, a thermal burn ¿ third degree is an injury caused by exposure to heat. Third degree burns affect the deeper part of the dermis and hypodermis or subcutaneous tissue, and are characterized by a white, leathery, relatively painless or insensate area. There may be a charred spot or eschar formation.